Manufacturer narrative:
The vent engine assembly and pipeline check valve were recommended for replacement to fix the reported event. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a procedure, the unit alarmed "peep high. Blockage?", and then the mechanical ventilation is not available. The cause of the error was high pressure (23-25cmh2o) in the patient airway in vent mode. There was no reported patient injury.